Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the incoming inspection in (B)(4), it was reported that a hair-like foreign material was found in a sterile pouch of the 5f tempo catheter rim 65cm. Multiple attempts were made without success to obtain additional information. A box of cath tempo 5f rim 65cm was received inside of a plastic bag. A box from lot # 17501763, cat # 451557v0 was received opened at ¿open other end¿ label and five devices were received inside of it properly pouch sealed of lot # 17501763, cat # 451557v0. Inside of one device, a foreign material was observed caught in tip tray >0.05¿ black color. Photo provided by customer was observed that a foreign material was found caught in tip tray. Package was inspected under vision system and the foreign material was confirmed caught in tip tray. A meeting was held with pet team and it was concluded that a ftir analysis must be required to identify that is the foreign material. Ftir analysis results showed that the identification of the material was based on peak assignments and reference comparison. Representative spectrum of human hair was obtained for the analyzed sample. Based on this data, it is suggested that this material has a biological composition similar to the one shown by human hair. The complaint reported by the customer as ¿packaging/pouch/ box- foreign material-¿ was confirmed due to a foreign material was observed caught in tip tray. According to ftir results, it is suggested that this material has a biological composition similar to the one shown by human hair. As stated in the instructions for use as a precaution, ¿do not use if package is open or damaged.¿ based on the analysis and information provided, this failure is considered manufactured related. A risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the incoming inspection in (B)(6), it was reported that a hair-like foreign material was found in a sterile pouch of the 5f tempo catheter rim 65cm.